Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer. Technical support assisted the caller by providing pump reset information and helped reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and instructed to call back if any malfunction code recurs, which the caller acknowledged and understood.